Manufacturer narrative:
Product ID 3093-28, lot# v718504, serial#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect, and was not making it to the restroom in time. The patient stated that they had a device implanted on (B)(6) 2012. She had a loss of bladder control and stated that when the stimulation was increased it was so strong that it felt like she had a tampon in all the time. It was also noted that she had programming issues and was not able to make adjustments with the antenna attached. The patient also experienced headaches, stating that she never had headaches until she began taking meds for her condition and that she had them with the implant. She stated that she had a decrease in therapeutic benefit during the nighttime. Additional information received stated that the patient had their device replaced. Additional information has been requested, but was not available as of the date of this report.